Event description:
It was reported that the catheter was allegedly inserted twice and both catheters deflated on their own. The catheters were checked each time and were found to be faulty. Per sample evaluation: the balloon burst and there were no missing pieces.

Manufacturer narrative:
The reported issue was confirmed, as cause unknown. Visual inspection noted a balloon burst/ damaged with no missing piece. The balloon active length was found to be within specifications. No other defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly inserted twice and both catheters deflated on their own. The catheters were checked each time and were found to be faulty.